Manufacturer narrative:
The b 123 is not manufactured in the united states. In 2016, the b123 was removed from the us market and is not currently sold or available for sale in the us. The investigation did not identify a product problem. The cause of the event could not be determined. Qc data was within acceptable range before and after the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for thb on a cobas b 123 system. The patient had been tested on (B)(6) 2019 at 8:45 p.m. With a thb of 5.2 mmol/l. On (B)(6) 2019 the patient was tested at 3:44 a.m. With a result of 2.8 mmol/l. The patient was tested again at 9:48 a.m. With a result of 5.7 mmol/l. The customer did not trust the results from the b 123 and had "an instrument for blood counter" installed at the site. The thb result from this instrument was 5.6 mmol/l. There was no allegation that an adverse event occurred. The thb electrode/sensor lot number and expiration date were not provided.